Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for an expedited heart transplant in the setting of a ventricular assist device (vad) infection. The patient had continuous vad speed decelerations fluctuating between 5200 - 5400 rpms. The pulsatility index (pi) values ranged from 2.5-7 and power consumption appeared stable. The patient received oral vitamin k in the setting of a supratherapeutic international normalized ratio (inr) on (B)(6) 2021. There was concern that vad behavior may be a symptom of a thrombus likely the inflow (pre-rotor). A rapid echo and blood tests were being run to evaluate hemolysis bio-markers. Log file analysis observed 125 pi events occurring on (B)(6) 2021 from 10:39 am through 11:37 am. There were a few slight elevations in power and flow intermittent associated with pi events. The patient underwent computed tomography angiography (cta) and thrombus within the device was not confirmed. The type of infection was unclear as the infection was cared for at another center. The patient was still being evaluated for transplant and would continue to be monitored.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for an expedited heart transplant in the setting of a ventricular assist device (vad) infection. The patient had continuous vad speed decelerations fluctuating between 5200 - 5400 rpms. The pulsatility index (pi) values ranged from 2.5-7 and power consumption appeared stable. The patient received oral vitamin k in the setting of a supratherapeutic international normalized ratio (inr) on (B)(6) 2021. There was concern that vad behavior may be a symptom of a thrombus likely the inflow (pre-rotor). A rapid echo and blood tests were being run to evaluate hemolysis bio-markers. Log file analysis observed 125 pi events occurring on (B)(6) 2021 from 10:39 am through 11:37 am. There were a few slight elevations in power and flow intermittent associated with pi events. The patient underwent computed tomography angiography (cta) and thrombus within the device was not confirmed. The type of infection was unclear as the infection was cared for at another center. The patient was still being evaluated for transplant and would continue to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Section b5: the patient's infection cared for at another center will be reported under MFR # 2916596-2022-00623. Manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. Additionally, a specific cause for the reported infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. Evaluation of the patient's submitted log file confirmed numerous pulsatility index events; however, a direct cause for the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from 10:39:18 through 11:37:22 on (B)(6) 2021, per the timestamps. There were approximately 125 pulsatility index (pi) events captured throughout the log file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists pump thrombosis and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Additionally, the IFU outlines care instructions in reference to preventing infection. Section 1 of this IFU also provides an explanation of all pump parameters, including pulsatility index. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.